Event description:
It was further reported that t-wave oversensing was noted, and episodes: 65, 71, 140, 150 were missing.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that during use of implantable cardiac monitor (icm) the patient presented to the healthcare facility via ambulance. The patient reported feeling third pause/beat missing and feeling shortness of breath (sob). Icm interrogation and electrocardiogram (ECG) revealed increase of ves (ventricular extrasystole) and undersensing of two pauses. The patient was administered medication orally and follow up visit with cardiologist scheduled. The icm remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the reveal atrial fibrillation (af) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.